Event description:
The customer contacted 3m alleging that the subject prod, novaplus electrosurgical grounding pat, split with cord, catalog # 7179v, was causing the electrosurgical unit (esu) to sound an alarm when the cord was jiggled near the connector end. The customer returned twenty-two (22) devices from a single lot 2007-06-hp for examination by 3m. Examination of the devices revealed that a wire was not properly inserted fully into the esu connection plug, creating the potential for intermittent electrosurgical connection if the wire was jiggled during a surgical procedure.

Manufacturer narrative:
The customer returned 22 devices of the same lot (lot 2007-06-hp, MFR july 1, 2004) associated with the complaint to 3m. 3m examined all of the devices visually and some devices for electrical continuity. All of the devices exhibited the same defect mode which was that the wire was not fully inserted into the plug used to connect the electrosurgical pad to the electrosurgical generator unit (esu). This defect may result in intermittent electrosurgical connection if the wire is jiggled during a surgical procedure. As part of 3m's investigation, 3m visually evaluated samples retained from 66 production lots MFR from april 2004 to september 3004 for this defect. These lots were MFR of the same equipment used to make lot 2007-06 hp; none of the add'l production lots have been found to contain this defect. 3m has not rec'd any other complaints related to this defect mode for other production lots. 3m is only recalling lot 2007-06-hp. The prod, novaplus electrosurgical grounding pad, split with cord, catalog # 7179v, lot 2007-06 hp is being voluntarily recalled by 3m health care. 3m reps met with the FDA's office on september 29, 2004 to discuss the recall and provide copies of the medical device removal report which included 3m's proposed recall notification letters. FDA approved 3m's proposed recall notification letters and 3m sent out the official recall leters on october 1, 2004.